Manufacturer narrative:
Pump passed the rewind, basic occlusion, prime and displacement test. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing. Unable to verify excessive no delivery alarm due to motor error alarm. Pump received with battery tube threads cracked and cracked lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer was treated with manual injection. Customer's blood glucose value was 357 mg/dl at the time of the call. Customer reported that the high blood glucose levels began last month. Troubleshooting was performed. The drive support cap appeared normal. Customer declined to check for possible leaks or air bubbles, site or insulin issues and device settings. Customer also reported that the insulin pump had motor error and no delivery alarms and they were able to complete the rewind process. Customer also mentioned cracks on the back of the insulin pump, battery cap, and lcd screen after it has been dropped in the past. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.